Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl. The cause of the high bg was not known. The customer's parent and customer administered insulin injections to address the bg level. Due to over-correcting with the injections, the bg dropped to 60 mg/dl during the night. The next day, the bg level was at 350 mg/dl and the ketone level was high. A pump system check was performed and no device issue was found. The contact thought that the cannula my have been inserted into scar tissue. The contact had no further questions. Reportedly, the contact changed out the cannula and replaced the infusion set.